Event description:
Glucose monitoring system failure. In less than 12 hours I had 2 sensor failures resulting. In delayed treatment based on information provided by sensor unit. Each sensor requires 60 minute reset time. I have been using the freestyle libre2 system for about 9 months and have experienced a 60% failure rate. I have discussed this with my pcp and abbott labs without impact. I have filed a previous FDA complaint which appeared to generate interest. In the problem briefly. As a retired hcp (bs,rn) I am concerned about a product with a high failure rate can continue to go unchecked. When I spoke to a cs rep today I was given to choice to " go somewhere else!". I am awaiting a response from a supervisor'. Devices are available for examination / testing: yes. Ref report: mw5160423.